Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was post lumbar laminectomy syndrome and spinal pain. It was reported that on an unknown date that the catheter had migrated from the thoracic space to the sacral space. Fluoroscopy and x-ray was performed either today or yesterday and confirmed the catheter migration. The hcp required information regarding the revision surgery that would be taking place. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the hcp placed a new pump and new catheter in the patient. It was reported that due to the patient being high risk for surgery they left the old pump in the abdomen and place the new pump in the patient's flank. The hcp needed the old pump turned off while it remained in the patient; the pump off code was sent. It was noted that there was no issues with the old pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#(B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was replaced due to the patient being high risk and the hcp did not want to make any additional incisions. It was reported that the cause of the catheter migration was unknown. It was noted that the catheter and the old pump remain in the patient and out of service. No further complications have been reported as a result of this event.